Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿treatment outcome of endoscopic papilla resection for duodenal papillary neoplasmy¿. The literature reported the result of 144 cases of the endoscopic papillary large balloon dilation (eplbd) procedures without endoscopic sphincterotomy (est) for patients with large bile duct stone using olympus duodenovideoscope model jf-260v or tjf-260v and boston scientific biliary dilatation balloon catheter model cre pro from march 2008 to december 2017. In the subject cases, 9 cases of pancreatitis and 1case of aspiration pneumonia occurred. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. Therefore, omsc is submitting a total of 10 mdrs for the reported events. This report is for 1 of 1 report for aspiration pneumonia.